Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient (pt) reported seeing the oor message when checking the controller during implant (ins) charging. The agent educated pt about the oor message and had pt try using groups other than group b on the controller. Pt accessed groups a and c but encountered the same error message when attempting to increase stimulation. The agent provided the nas phone number and advised pt to contact their healthcare provider (hcp) for further assistance with the issue. Additional information was received from the manufacturer representative (rep). It was reported that there were high impedances, greater than (B)(4). Patient was unable to turn up his stimulation on his controller. Patient¿s battery was interrogated. Impedance check was performed. Impedances were found and patient was programmed around the impedances. Patient was satisfied with his program ming and was able to increase and decrease his stimulation on his controller. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.